Manufacturer narrative:
(B)(4). The manifold assembly was returned for investigation. The unit was attached into a test ventilator, and during testing, no abnormal sounds were observed. However, during calibration check, the system failed. The device was removed to be visually inspected for damages or defects, and it was observed that the outer housing of the bearings contained grease and black debris around the piston rods. The malfunction was verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator generated a loud noise. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.